Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a crack on the right plunger case and the battery door. There was no evidence of the error recorded in the event history log (unable to view ehl due to blank screen with constant alarm). The customer reported problem was duplicated. The investigation found a blank screen with constant alarm at power up. This was due to the interconnect board not operating as intended. For corrective action, the interconnect board was replaced. This corrected the issue. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service it was determined that the device screen was blank and it was continuously alarming until the batteries were removed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.